Event description:
It was reported that during a da vinci-assisted distal pancreatectomy surgical procedure, the procedure was converted to open after the start of the procedure due to anatomical challenges. The surgeon stated that continued dissection was difficult, and there was no good plane that could be identified between the posterior aspect of the pancreas and the retroperitoneal space. Because the spleen and tail of the pancreas were completely mobilized, the surgeon made the decision to perform this transection of the pancreas in an open fashion. The patient tolerated the open procedure well. There was no patient harm/injury to the patient. The procedure had been in progress about 30 minutes when the issue occurred. There were no post-operative complications. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the procedure was converted to open due to an anatomical challenge for this case. The surgeon noted that continued dissection was difficult, and no good plane could be identified between the posterior aspect of the pancreas and the retroperitoneal space. Because the spleen and tail of the pancreas were completely mobilized, the surgeon made the decision to perform this transection of the pancreas in an open fashion. The surgeon had not planned to convert the procedure. The robotics coordinator who provided the information was present during the procedure.

Manufacturer narrative:
There was no report or allegation from the customer of a deficiency of the da vinci system, instrumentation or accessories associated with the reported incident. Therefore, there are no products expected for return to intuitive surgical, inc. (Isi) for failure analysis evaluation. A log review confirmed the procedure date of 14-sep-2022 on system sk3264. No image or procedure video was provided for review. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: the customer converted to open surgery after the start of the procedure, due to an anatomical challenge.